Event description:
Rep reported that initially the device changed settings spontaneously. Additional information received explained they are not certain if the pressure changed as it might have been an issue reading it with the indicator tool. Device is still implanted. Patient doing well.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.

Manufacturer narrative:
Please refer to (B)(4). A follow-up is being generated due to classification change from malfunction to serious injury. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
Rep reported that is was the patient's two week follow up mentioned in the procedure for complaint (B)(4). While using indicator tool to verify setting of 3 (valve set at 3 pre implantation in the or) setting of 3 was visualized and indicated in operating room (or). Located the valve with locator tool (the outline of the valve was visible through patients skin) and attempted indication. Indicator said 4, 3 and 4. Position of the locator tool was not changed, but got different readings on multiple attempts. Since we were not confident with the reading, I went with patient for xray and coached tech on proper positioning/technique. Xray clearly showed outline of valve housing and could vaguely make out ball/seat. It appears the valve is on setting 4 but it might be 3 depending upon the position within the range. Unable to determine setting with confidence. Surgeon and staff concerned with accuracy and reading of the valve with either indicator or xray. We did not change current setting. The patient will come back I'm 3 weeks. If xray is correct at 4 (I will scan and email a copy to you) it looks as if the valve changed settings from 3 to 4 unintentional. Please explain how/why this would happen. The surgeon left the setting as was as the patient was ok. On 2/7 additional information: xray shot according to procedure. This is a concern since we programmed the valve to 3 in the or and did not make an adjustment with he programmer. On 3/5 additional information from the rep explained that they are not sure if the device moved as it might be an issue reading the indicator tool correctly. Please refer to (B)(4). A follow-up is being generated due to classification change from malfunction to serious injury. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6)